Event description:
Customer reportedly obtained a result of 432mg/dl on the device and 109mg/dl on the dr's device within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.